Event description:
The user facility reported that a pt was admitted for a diagnostic procedure. Coronary blockage was found and an angioplasty was performed. At the onset of the interventional procedure, the patient was fully anticoagulated with heparin and gp iib-iiia inhibitors. Following the interventional procedure, an 8f angio-seal device was deployed, which was reportedly uneventful, and the patient was moved to a holding area after being on the procedure table for 2.5 - 3 hours. Upon arrival to the holding area, the patient complained of abdominal pain and experienced a drop in blood pressure. The patient was taken for a CT scan and shortly after became unresponsive and was pronounced dead. Death occurred approx 3 - 4 hours following the angio-seal deployment. An autopsy revealed the femoral artery was patent. The arteriotomy was noted to be on the anterior aspect of the common femoral artery, however the puncture was high; above the femoral head. Death was attributed to a retroperitoneal bleed, secondary to hemorrhagic shock. The angio-seal device will not be returned as no evidence of the device could be found in the femoral artery.